Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "the implant was broken when introducing and the silicone was leaking."

Event description:
Healthcare professional reported "the implant was broken when introducing and the silicone was leaking." The silicone gel came in contact with the patient. A backup device was not used and surgery was postponed. The device was not implanted.